Manufacturer narrative:
The ventilator was investigated on-site and found presence of liquid/medicines spilled into the expiratory channel printed circuit board (pcb). The pcb was cleaned and dried after that the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. No device logs were received and no printed parts were replaced. Ingress of liquid/corrosive substance on pc boards can cause failure/short circuits, which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated a technical alarm indicating an open safety valve when it should be closed. There was no patient harm. Manufacturer's ref #: (B)(4).